Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no physical damage to the device. Review of the event history log showed the date setting was misaligned, no errors related to delivery accuracy were found. Accuracy testing was performed and it was found the pump was delivering within specification. Based on the investigation, the complaint allegation was not confirmed. As the pump was beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history record review was performed. Per service history review this device had not been in for service in the previous year and there was no indication the complaint was related to a previous service of the device. B3: unknown; no information has been provided to date.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a variation in the daily infusion volume. No adverse patient effects were reported by the customer.